Event description:
It was reported that the patient came to the clinic for a routine follow-up. Upon interrogation, no tones could be heard from the device. The patient mentioned that a stack of tar paper fell onto their chest and over the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and the device was damaged. Analyst visual comment indicated numerous dents on the face of the device. This is the side of the shield that the tone alert is attached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.